Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this brady lead exhibited an issue and inquired if it was being picked up by the monitor. Boston scientific technical services (ts) referred the patient to the clinic. As of this time, this lead remains in service. No adverse patient effects were reported.